Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported not recognizing set which were reproduced during evaluation and found to be caused by a stuck upper latch switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not recognizing set and will not power on with slide clamp. The problem occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.